Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). A sample and/or batch number was not available. Without the actual device and/or lot number, a thorough investigation could not be performed and the reported defect was not confirmed. Review of the discrepancy management system database was unable to be performed because the batch number was reported as unknown. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If a sample and/or any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: end user reports: that the set disconnected, causing patient's blood to leaked. The patient's IV set discontinued during surgery and the patient woke up covered with blood after surgery.